Event description:
Bolt that secures hanger bar to the lift backed out. Hanger bar fell hitting patient on the head. Bolt was intact. Set screws were in place.

Manufacturer narrative:
Redesigned set screw that locks bolt in place. All hanger bars in the field will be replaced with the new design.